Event description:
It was reported that patient experienced a loss of therapy and increased spasticity and it was unknown when this began. It was noted a catheter revision was being done on the date of this report and the existing ascenda catheter was being left in place. It was further reported the catheter issue and location of the catheter issue was unknown. It was noted a micro tear or other unknown issues suspected, but unable to aspirate cerebrospinal fluid (csf) from the catheter when cut at the spine. A new 8781 catheter was implanted and the old spinal segment was left in the intrathecal space. The patient¿s dose was reduced by 85% to 150mcg/day and no further information was provided regarding the patient¿s outcome. The pump was being used to deliver baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).